Manufacturer narrative:
Device history lot review: DHR review was performed on lot #181183. No ncr or deviation was found. Sample analysis: no sample was returned for the product evaluation. Conclusion: the complaint is not confirmed. If a sample is received, a supplemental report will be reported. At this time, since no sample has been received the complaint is not confirmed. This complaint has now been closed.

Manufacturer narrative:
Device history lot review: DHR review was performed on lot #181183. No ncr or deviation was found. We have received the sample. Sample analysis: a visual inspection was performed on the returned device and confirmed no signs of damage/broken was found on the device. But the device does not have a notch to fix the colpotomy cup. The customer complaint was confirmed. To confirm the functionality of the device, testing was performed and passed. In the investigation the production associates indicated that the device may be the remaining clearview devices from the previous wip and many have landed in a clearview total order. Inspection of the manufacturing floor was performed and removed all devices from wip. Training was provided to clearview production associates and line leads on good manufacturing practices included that wip from previous orders many not be stored for use on future orders. This failure mode will be monitored and trended. This complaint is now closed.

Manufacturer narrative:
Follow up will be submitted when investigation is complete.

Event description:
Before use, there is no groove for fixing the colpotomy cup.